Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure¿was confirmed. Based on the results of the investigation, it is presumed the likely cause of the reported malfunction was traced to component failure due to fluid/moisture. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the gastrointestinal videoscope exhibited an e216 scope communication error code. The issue was found during inspection before use. No patient involvement was reported.